Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device was returned to heartsine technologies, (B)(4) on 3rd march 2016. On receipt, the device memory was downloaded. This confirmed that the device had previously been used on a patient on a number of occasions with both adult and pediatric pad-paks used. The memory confirmed that the device was used on a patient on (B)(6) 2016. The device was manually powered up on eleven occasions during this 10 minute event, but no "in range" patient impedance was detected and the device did not therefore progress to the "analysis" phase. The user was repeatedly prompted to "apply pads to patient's bare skin". This confirms the reported fault. The device was tested at heartsine technologies, (B)(4) and the ability of the device to accurately measure impedance was checked across a range of values. No fault was found. However, there was evidence in the device memory of varying patient impedance values during a previous event in which the device was used in (B)(6) 2013. As a result of this, further testing was carried out, and during this testing, the device was found to randomly issue the "apply pads." Voice prompt. Further testing of the output signal from an instrumentation amplifier on the printed circuit board, found the signal to be unsteady and would intermittently completely fail to detect the signal. This would prevent the device from correctly interpreting the impedance coming from the patient. The component was replaced and further testing confirmed that the problem had been removed. The device was manufactured/tested in heartsine technologies in march 2008. The component which failed on the pcba (printed circuit board assembly) has not been used on any heartsine device since september 2008, and no complaint trends for this specific component have been identified.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was a patient involved in this event. The patient died. Device did not progress beyond analysis but would constantly return to apply pads.